Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the occlusion issues, the customer disconnected the tubing, filled it, and resumed insulin delivery.